Event description:
Caller states the patient tested 2.3 inr on coaguchek system 1 and 1.7 inr on coaguchek system 2 during the duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Reference medwatch for suspect device in coaguchek system 1.